Manufacturer narrative:
The hospital has not accepted any evaluation or repair proposals. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a high level of co2 delivery of indicated. There was no report of patient involvement.